Event description:
A nursing facility called for assistance checking the results ad displayed in the device. After phone troubleshooting, it was discovered that the device's display was not turning on properly. The device was replaced, and the defective one returned for investigation.